Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted and stated that the brush head had fallen apart in his/her mouth. No injury was reported.